Event description:
It was reported via (B)(6) that patient underwent primary hip procedure on (B)(6) 2006. Revision procedure was performed on (B)(6) 2012, due to pain and stiffness. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned to manufacturer for evaluation. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration dates - unknown. Manufacture dates - unknown.